Manufacturer narrative:
3003721894-2016-00025 is associated with argus case (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. (B)(4). Gsk medical assessment revealed that polident denture adhesive cream was suspected to be a contributory cause of the event. Additional details: initial receipt date: 25/feb/2016. Loc receipt date: 29/feb/2016. This case was reported from a consumer via call center representative on 25 feb 2016. A male consumer born in (B)(6) reported that there was no polident denture adhesive cream left on his denture after having meals by swallowing the product hence the consumer queried if it would be harmful. No further safety information was reported. The consumer did not consent on local privacy law, so no further information would be available.